Manufacturer narrative:
Serial number: n/a, software version: n/a, color: pink, battery life remaining: <n/a. The injection screw was not bent. There is a great amount of resistance the injection screw does not extended or retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was observed a missing dose window.

Event description:
The customer reported via phone call that they changed their insulin cartridge and could not dial units since it felt hard and sticky. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.